Event description:
It was reported to medtronic minimed that the customer experienced the battery compartment of the insulin pump was damaged and keypad was not responding. It was also reported that the pump display was frozen. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer mentioned that the pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a frozen at medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test or verify button unresponsive due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the keypad, pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, label damage and pillowing keypad overlay. Unable to confirmed keypad due to frozen at medtronic logo due to moisture damage pcba1/ pcba2/battery connector/motor/vibrator/force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.